Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found two kinks (one at 130.3cm from the proximal end and the second one 133.0 from the proximal end. In addition, the device also presented ptfe peeling at 48.9 x 49.3cm and at 94.5 x 97cm from the proximal end. The dowel test presented no anomalies. All outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire kink occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left front arm shunt vessel. During the advancing to the target lesion, this 18 x 135cm transcend guide wire became bent. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating on the transcend guide wire.